Manufacturer narrative:
The technician found the sidecomm board malfunctioned and there were no alarms. He replaced the sidecomm board to repair the bed.

Event description:
Information received indicates the nurse call from the bed is not working.